Event description:
It was reported that the inflatable penile prosthesis (ipp) would not cycle. The patient underwent a revision surgery in which the cylinders were removed and replaced due to fluid leak caused by a hole. No patient complications were reported.